Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the posterior cuff became detached from the needle tip while retracting the needle plunger to retrieve the suture as evidenced by bent posterior cuff tabs and needle barb. Subsequently, a failure to retrieve the suture occurred which could appear very similar to the reported cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors for the anterior cuff-to-needle tip detachment during the suture retrieval process included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, the suture and link were returned intact. There was no indication that the suture or link was dragged through the suture bearing or device while retracting the needle plunger which could contribute to cuff-to-needle tip detachment. Furthermore, during testing, the plunger was inserted and retracted successfully without any observable resistance. Every cuff is inspected and tested for proper assembly during manufacturing. There were no challenging anatomical conditions reported which could create resistance to the needle plunger retraction and cause the posterior cuff to detach from its needle tip. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the plunger was abruptly pulled out of the device after needle deployment which could cause the posterior cuff to detach. Based on the investigation findings, the probable cause for the posterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. A query of the complaint database based on the investigation findings for incidents that exhibited the posterior cuff detachment revealed no similar incidents. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history records for this lot did not reveal any nonconforming material records associated with this lot which could have contributed to this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a right internal carotid stenting procedure using a 6f sheath. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician was trained in the use of the perclose proglide device. Though requested, additional information was not provided.